Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tubing of an amia automated pd cycler set would not come apart from the minicap transfer set. This was observed after use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D1: brand name: replace amia automated pd cycler set with amia automated pd set with cassette d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4). H11: one (1) actual sample was returned for evaluation as a patient connector only. A visual inspection with the naked eye observed no issues. The patient connector was connected and disconnected by hand to the transfer set with no issues noted. The report of connection issue was not verified. The sample met the specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.